Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that seeing a recharger not found message( ruled out as a non complaint). Pt also reported seeing a 9767 message. Pt could not recall the first time they had experienced these messages before today, (B)(6) 2022. The following troubleshooting steps were performed; reset the handset, dismissed a 3167 code. Pt was able to establish an excellent connection with 20% battery with therapy off. Pt requested to be shown how to turn their stimulation back on and how to adjust it. Pt stated they have only recharged twice, once in (B)(6) 2021 and the second on (B)(6) 2022. Pt mentioned they had not been told they need to recharge their ins. Reviewed therapy expectations, external device usage. Pt stated they saw a  power on reset (por message) when they went into their micro my therapy app and today was the first time they saw this message. Pt turned their therapy back on. Pt decreased stimulation and confirmed feeling a comfortable fluttering in their bicycle seat area. Pt confirm ed experiencing a 50% or more reduction in symptoms. Pt could not confirm if they are presently experiencing a return of symptoms, but stated they feel like they have to go to the bathroom. Encouraged pt to keep a voiding diary. When pt went back to recharging they experienced a 9766 message. Pt dismissed the message and established an excellent connection with their ins battery at 30% and therapy was on. Recommended pt begin regularly recharging their ins battery. Redirected pt to call pt services back if they should need assistance adjusting their stimulation in a few days no further complications were reported/anticipated at this time.